Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the biliary duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the catheter broke. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the biliary duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the catheter broke. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device found that the distal tip of the catheter, including the balloon, was detached. Some sections of the catheter were twisted, kinked and stretched. This failure is likely due to encountered anatomical and procedural factors and/or the manner as the device was handled and manipulated during the procedure which could have induced the device to randomly failed, causing the several damages found in the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.